Event description:
Information was received from a patient regarding an external device. The reason for call was patient mentioned they started experiencing a lot of difficulty getting the recharger to connect to their implanted neurostimulator (ins) to charge since about 2 months ago. Patient said they had to press try again and then flip back to try again in order to get the recharger (rtm) to charge the implanted neurostimulator. Patient mentioned the other night, the li battery pack got very hot, and the next night the donut on their back got really hot. Pt now could not get the controller to advance to the charging screen with the batteries. During the call, the pt saw no device found, pressed recharger, and got 0, 0, 0. An email was sent to the repair department to replace the recharger. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97755; lot# serial#: (B)(6); product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot# : (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient (pt). They reported that to resolve the issue, medtronic sent them a replacement recharger. Pt stated the issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID: 97745, lot#/serial# (B)(6), product type: programmer, patient. Product ID: 97755, lot#/serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the pt. Pt called back and stated they received the replacement rtm and it worked for them one time, but the next time they went to use it the controller wouldn't come on or do anything. Pt added that when they looked at the controller this morning everything was in german. Patient services (ps) had pt reset the controller. Pt noted that a screw fell out from somewhere and was able to identify the place for the missing screw; pt added that it looks like another screw is missing as well. Pt stated the controller was back to showing english and that the controller battery was 100% and the ins was 30%. Pt attempted to recharge the ins, but the screen kept going from recharging excellent to reposition the antenna. A replacement controller was requested. Additional information was received from the pt. Pt called back and stated that they got a controller and an rtm and were still not able to charge and the rtm is still getting hot. Pt verified they were using the old rtm cord. Pt got the new and the old cord mixed up. Pt verified the new rtm cord is working and pt has excellent charge quality. Pt verified new equipment resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6). Product type: programmer. Patient product ID 97755, serial# (B)(6). Product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.